Event description:
It was reported that the pulse generator exhibited an output anomaly. The patient was unwell due to the high rate pacing. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.